Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer knows two individuals who were subjected to catheterization during their hospital stay, and both developed urinary tract infections (utis). One of these individuals had a broken hip and was preparing for surgery. The customer stated that they personally have never experienced any issues with catheters and questioned why such problems occur in the hospital setting.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer knows two individuals who were subjected to catheterization during their hospital stay, and both developed urinary tract infections (utis). One of these individuals had a broken hip and was preparing for surgery. The customer stated that they personally have never experienced any issues with catheters and questioned why such problems occur in the hospital setting.